Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test, lost sensor and weak signal. The customer also indicated that the pump has a blank display. Customer's blood glucose was 156mg/dl at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap, which did not resolve the pump issues. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specification and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No blank display. Lcd board ok. The insulin pump communicates properly with glucose sensor simulator. No unexpected failed battery test. No weak signal alarm. No lost sensor alarm noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.